Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she received an error-4 display message on her freestyle blood glucose meter upon test strip insertion and she was unable to test for approximately three weeks. The customer also reported she experienced a medical event (no specific symptoms were reported) which made her to believe she was having a heart attack, and therefore she went to a hospital where she was told she did not have a heart attack. According to the customer's report they tested her blood glucose and a reading of 589 mg/dl was obtained. The customer was reportedly diagnosed with hyperglycemia, treated with insulin and that treatment was a change to her normal medication. In addition, the customer reported she also self-administered insulin. There was no report of death or permanent impairment associated with this event.